Manufacturer narrative:
Siemens' investigation into the reported incident is on-going and a supplemental report will be submitted upon completion. Customer address: (B)(6)

Event description:
The customer notified siemens on (B)(6) 2016 that while unloading the patient on phs their finger was injured by the patient table because of large gap between the table top and table support. The patient has broken skin and bleeding however the finger bone is not broken. There is no information regarding the patient's medical treatment or status, at this time. This reported event occurred in (B)(6).